Manufacturer narrative:
Two companion 31 units were returned for eval- the primary unit being used by the pt (on which the primary relief valve had been replaced by the homecare provider) & the back-up unit. The replaced primary relief valve was returned separately. The two companion units were evaluated & passed all functional tests. Only one scale was returned for eval. The scale was not operating properly- the gauge would not register any change when a measurement was attempted. The gauge registered empty when co received the scale. The homecare provider had reported that the scale indicated the reservoir still had liquid oxygen when the reservoir was actually empty. Co does not know if the hcp made any adjustments to this particular scale before returning it. The companion 31 has been reconditioned for resale & the scale has been scrapped. Replacement units have been sent to the customer.

Event description:
Complaint file # cgmp19972040.